Event description:
It was reported that the radiofrequency programmer head had intermittent or no telemetry. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm or reproduce the customer comment of intermittent telemetry however the cable was replaced as a preventive. Analysis did find that the label backing was missing and the label was also replaced. (B)(4).